Manufacturer narrative:
Product event summary: analysis found there was no stable interrogation of the device due to the rf (radio frequency) head. The programmer operated according to specification. Analysis also found the stylus cable was damaged (sharp bend in cable), the power bay assembly was broken, and an error was found in the software update history. It was noted there was a piece of paper behind the touchscreen.

Event description:
It was reported there was a telemetry problem with the programmer and the programmer often locked suddenly. It was also reported the programming head did not query the device. The programmer and the programming head were returned for service. No patient complications have been reported as a result of this event.